Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 07/29/2016. The device has not been returned to apollo. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with the event. This event was captured in a literature article published in july 2015. Further information has been requested with one of the authors to obtain additional information such as implant date, treatment date, physician, patient information, and device information. To date, apollo has not been able to obtain further information. Device labeling addresses the event as follows: precautions: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported event from journal article titled: "life-threatening late complication after laparoscopic adjustable gastric banding: two cases of gastric necrosis," surgery for obesity and related diseases12. This patient presented to the emergency room with 4 day history of abdominal pain, nausea and vomiting. The patient was treated conservatively for 4 days then admitted to the hospital with fever and tachycardia. Emergency exploratory laparoscopy revealed necrotic gastric fundus. A total gastrectomy with a roux-en-y esoph-agojejunostomy reconstruction was done. The patient was discharged uneventfully on the 10th postoperative day.